Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meet all quality standard requirements. A picture was provided for the evaluation. According to the picture provided, the kinked catheter issue was observed. No physical sample has been received for the evaluation. Therefore, the root cause could not be identified at this time. However, the most likely root cause indicates that this issue could have occurred due to inadequate use of the procedure, if the instructions for use are not followed. As per the instructions for use (IFU). According to the literature included in the product (manual), the issue could have occurred during the medical procedure of insertion. The insert manual which indicates that ¿to estimate insertion depth, use the tube to measure the distance from the tip of the patient¿s nose to the earlobe and from the earlobe to the xiphoid process for gastric placement".this measurement determines the tube length therefore, if the tube was inserted more than specified in the procedure, a possible coiling or kink around the stomach could occur. Due to the extreme caution, this device should only be inserted by a trained clinician. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when removing the stylet the nurse irrigate with 10 ml of water and they noticed that there was resistance during irrigation. At supper when drug is administered through the gastric tube the nurse had resistance. In addition the customer further reported that after irrigation with water the pump indicates "occlusion". An x-ray of lungs was done and perceive a kink in the gastric tube.